Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the additional information from the deputy team leader: the system functionality was not checked upon powering on the system as the surgeon was not planning on using the vessel sealer instrument. The system and generator initially powered on with errors, as the customer reported that as soon as the system switched on it started with the red light on. The surgeon used the normal bipolar plug for the vessel sealer instrument, but it was not powerful enough. The customer had the generator changed out after 2 days as they had no backup generator available and even though they tried to sort it out over the phone, it did not work. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was unable to replicate the fault on inspection but replaced the e-100 generator as precaution. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed, and the reported failure was replicated. This unit was installed onto the test system and failed testing. The power led turned red and the bipolar led did not turn on and could not cut or seal.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted a isi technical support engineer (tse) and reported that they were facing an issue with the e-100 generator. The csr stated that the power button was red. The csr stated that he tried to restart it without any success. The tse asked the csr to shut it down and remove the power cord at the back side. The tse asked the csr to check the cable connections on both ends. After turning it on, they had the same issue. The red button was indicating a non-recoverable fault, but the logs were not showing any relevant error. The csr stated that there would be no impact on the ongoing surgery. The customer needs their field service engineer (fse) to resolve the issue. The procedure was completing as planned with no reported injury.